Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube and the filament drive were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system had a filament error and the x-ray tube was noisy. No pt injury was reported.